Event description:
Healthcare professional (hcp) reported to facility equipment technician that the 1550 device was being transported when a caster fell out causing the machine to tip over onto hcp's skin. Per equipment technician , no pt or employee injury and no medical intervention was necessary as a result of this event.